Manufacturer narrative:
Initial reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side "capsular contracture baker grade iii". Device has been explanted.

Event description:
Physician reported left side "capsular contracture baker grade iii". Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.